Manufacturer narrative:
This complaint does not require further investigation. The cadd-ms 3 devices stopped being manufactured in june 2017 and is considered a mature platform. The product line is not expected to incorporate further design enhancement. Based on its long-standing status as an active device with documented complaints, investigations and risk assessments, product complaint investigation activities are not expected to identify new failure modes that might require new actions / controls / mitigations.

Event description:
It was reported that there was error code 112. There was unknown patient involvement and unknown harm/adverse event was reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.